Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-19668. It was reported the pt alleged the scs system caused blisters to develop which left her skin discolored. It was also reported the pt experienced unintended stimulation in her right leg. Reprogramming was unable to resolve the issue. The pt has stopped using the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.